Event description:
During a redo pulmonary vein isolation procedure a intellamap orion catheter was selected for use. It was reported that the basket of the catheter was not deploying appropriately. X-ray imaging confirmed that the basket was deployed successfully, however, the basket was shown to be closed on the rhythmia system and it was flashing. The catheter was removed and visible damage was observed on the catheter splines. The catheter was exchanged and the procedure was completed with no patient complication noted.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection did not detect any damaged. Functional tests were performed and both magnetic sensor pairs were in range of specification. High noise was observed on four of the catheter channels. Deployment did show correctly on the system and all mapping capabilities were operating. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a redo pulmonary vein isolation procedure a intellamap orion catheter was selected for use. It was reported that the basket of the catheter was not deploying appropriately. X-ray imaging confirmed that the basket was deployed successfully, however, the basket was shown to be closed on the rhythmia system and it was flashing. The catheter was removed and visible damage was observed on the catheter splines. The catheter was exchanged and the procedure was completed with no patient complication noted.